Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: evaluation codes; narrative text. Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. The certitude delivery system was returned to edwards lifesciences for evaluation. Visual inspection of the delivery system revealed a balloon burst. Only the proximal end of the balloon was returned. The distal tip, distal balloon and guidewire were separated from the rest of the delivery system and were not returned. Review of the 3mensio report provided by the site, revealed calcification present in the annulus. No functional testing could be performed due to the condition of the returned device. Dimensional analysis of the single wall thickness were taken on the balloon. All measurements met specification. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, the complaints for balloon burst, and delivery system withdrawal difficulty through sheath were confirmed. Inspection of the returned device revealed that the distal tip/nose tip had separated. However, no manufacturing non-conformities were found in the returned device. A review of the dimensional and visual inspections revealed no indication of non-conformances. Annular calcification was present in the patient¿s 3mensio report. The perceived cause of the balloon burst was reported to be severe stj calcification. Patient factors (valvular calcification) likely contributed to the balloon burst during valve deployment. The ruptured balloon likely resulted in the difficulties encountered during the attempt to withdrawal the delivery system into the sheath. The extra force used in the attempt to withdrawal the device likely contributed to the nose tip separation. Available information suggests patient factors (valvular calcification), in addition to procedural factors (withdrawal of the ruptured balloon) likely contributed to the reported events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, the certitude delivery system balloon ruptured during the deployment of a 20mm sapien 3 valve. Following the placement of an 18fr. Certitude sheath, balloon aortic valvuloplasty (bav) was performed. During bav, the catheter balloon ruptured on the sinotubular junction (stj). The bav was removed without injury to the patient. The sapien 3 valve and certitude delivery system were then advanced through the sheath and positioned in the native annulus. During valve deployment, the delivery system balloon ruptured. Difficulties were encountered while attempting to withdraw the delivery system back into the sheath. The certitude sheath and delivery system were removed from the patient together. A second certitude sheath was then placed to maintain hemostasis and in preparation for possible post dilation of the valve. The valve deployment was reviewed by the team. The valve was not fully expanded; however, it was determined that the leaflet motion was good and no paravalvular leak (pvl) or central aortic insufficiency (cai) were present. Due to the risk to the patient, the decision was made not to post dilate the valve. The procedure was completed without further actions. At the time of the report, the patient was in stable condition. Information regarding the native annular diameter was not provided. Severe stj calcification was reported. The certitude delivery system and sheath will be returned to edwards lifesciences for evaluation. The valve remains implanted in the patient.